Event description:
During catheter placement, the needle passed through the catheter when the ide wanted to reposition itself to insert it. Consequences: - need to use a new device. - placement of the catheter at another site. - risk of aes for the I'lde. - discomfort for the patient . - no long-term clinical consequences.

Manufacturer narrative:
From the returned sample, blood was observed in the catheter front end. This indicates a successful penetration. It would not be possible to use the product if the needle has pierced through the catheter. Based on the verbatim, the probable root cause for the reported defect could be due to user had partially withdrawn the needle from the catheter and reinserting the needle into the catheter, the needle pierce through the catheter and damage the catheter. Product IFU is clearly stated that never reinsert the needle into the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint trend would be monitored. On the other hand, marketing team had been informed to engage with customer, and perform retraining if required.

Event description:
During catheter placement, the needle passed through the catheter when the ide wanted to reposition itself to insert it. Consequences: need to use a new device, placement of the catheter at another site, risk of aes for the I'lde, discomfort for the patient , no long-term clinical consequences.

Manufacturer narrative:
From the returned sample, blood was observed in the catheter front end. This indicates a successful penetration. It would not be possible to use the product if the needle has pierced through the catheter. Based on the verbatim, the probable root cause for the reported defect could be due to user had partially withdrawn the needle from the catheter and reinserting the needle into the catheter, the needle pierce through the catheter and damage the catheter. Product IFU is clearly stated that never reinsert the needle into the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint trend would be monitored. On the other hand, marketing team had been informed to engage with customer, and perform retraining if required.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd vps 20ga 1.1mm od 32mm l instaflash needle went through the catheter. The following information was provided by the initial reporter; during catheter placement, the needle passed through the catheter when the ide wanted to reposition itself to insert it. Consequences: need to use a new device. Placement of the catheter at another site. Risk of aes for the I'lde. Discomfort for the patient. No long-term clinical consequences.